Event description:
It was reported by the patient that they had a return of symptoms, and they believed the therapy was off. The patient stated they had a non-related cryosurgery last wednesday, (B)(6) 2024, and since then, the therapy hasn't been working, and they couldn't function. The caller stated that they do not have control over their left hand. They weren't sure if the therapy was on. The patient confirmed the ins was turned off before the surgery / turned back on after. The caller said they felt okay on thursday and friday but felt like the stimulation was not working. The patient said they could connect to their implant last wednesday (the 7th) or thursday morning (the 8th). The caller stated that they lost the external equipment at the hospital and they could not check the ins. The caller stated that they attempted to call the hcp but could not speak to them. Patient services was unable to troubleshoot with the patient. Pss encouraged the caller to contact the hcp again for assistance. Pss sent a message to the field for visibility. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.